Event description:
The device was being used by facility als staff to administer pacing therapy to a pt. Pt data was not reported. Reportedly, the device pacer would spontaneously shut off and pacing had to be reinitiated. This reportedly happened more than once during the use. Pt outcome was not reported, but the reporter indicated pt outcome was not affected by the discrepancy, due to continued device use.